Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 1 implanted mitraclip, 1 embolized clip. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed because the clip (cds0602-xtr/lot 80929u148), detached from the anterior leaflet and remained attached to the posterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4, tethered leaflets, and massive annulus dilatation. Clip delivery system (cds0602-xtr/lot 81029u172) was advanced to the mitral valve, however, the leaflets were unable to be grasped. The clip was inverted and retracted to the left atrium (la), however, the clip became stuck in the chordae. Attempts were made to free the clip, but instead the inverted clip spontaneously deployed from the cds. It was decided to retract the gripper and lock lines and, as both lines were retracted, the clip embolized and floated to the la. Two clips were able to be deployed. After deployment of the 2nd clip (cds0602-xtr/lot 80929u148), the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment-slda). Another clip was implanted to stabilize the sdla clip, reducing the mr to 2. The embolized clip was able to be snared and removed from the patient without complication, however, it resulted in a delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) was due to the challenging patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.